Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump did not alert the customer when the pump was out of insulin. There was no reported impact to the customer's blood glucose level. Although requested by tandem technical support, the customer declined troubleshooting for the reported issue. Reportedly the customer had manual injections as alternate insulin therapy.